Event description:
It was reported that the system experienced a failure, a forced sensor test was initiated, and a travel course error occurred. The plunger lever was advised to be checked. No additional information was provided. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a worn clutch and leadscrew. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to the out of calibration force sensor, worn clutch, and worn leadscrew. The sensor was calibrated, and the clutch and leadscrew were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.